Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. A replacement pump was sent out to resolve issue. There was no reported adverse effect to the customer's blood glucose level.